Manufacturer narrative:
(B)(4). A cine of the procedure was received and reviewed by an abbott clinical specialist. A long metallic stent is seen being positioned and deployed with good result. Post dilatation is performed and the result is good with no evidence of dissection or flow disruption. The reported patient effect of death is a known observed and potential patient effect as listed in the promus everolimus eluting coronary stent system electronic instructions for use. The lot history record was reviewed for the reported lot and there is no indication of a product quality deficiency. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the proximal to mid right coronary artery. The 3.0 x 28 mm promus stent was implanted on (B)(6) 2010 and confirmed to be fully apposed. On (B)(6) 2013, the patient died of cardiac arrest. An autopsy was not requested. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.